Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00328.

Event description:
A sternalock blu revision was reported as a result of consistent pain complaint due to a screw backing out. During the revision to explant the sternalock blue, a screw broke and was left in the bone.